Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the third firing with a green cartridge, the device started to fire and stopped halfway. The device was reversed to open and another device was used to complete the procedure. A post-op leak was detected. It was unknown how many days pot-op the leak was found and if a reoperation was needed. The patient was admitted to the hospital and is still hospitalized at this time. There was no leak reported during the initial procedure. One device was discarded.